Event description:
It was reported that during a field service activity, the field service engineer (fse) contacted the technical support engineer (tse) and reported that recoverable fault 23087 reoccurred on arm 4 after the universal surgical manipulator (usm) on armnet 4 was replaced. The tse reviewed the logs and determined that the issue was most likely related to the setup joint. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) further investigated the reported event. The set up joint (suj) was most likely the cause. The fse replaced the proximal and distal suj, and the issue was resolved. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.